Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
(B)(4) - the dentist reported that, 5 months after the dental implant was installed in intraoral region #2, its non-osseointegration was observed. The patient presented insufficient bone quality/ quantity (bone type IV).